Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of damaged products with lot # 9056598 . Investigation conclusion: he customer return samples of 9056598 was used for the fm investigation along with 5 retentions samples for evaluating the foreign matter complaint. While there was no such fm found in any other retention sample, the customer return sample clearly showed the visible presence of white non-water soluble clot like lump floating in the saline water between the green rubber stopper and the syringe hub. There was no trace of such lump in any of the retention samples for this lot. Number 9056598. No machine or process breakdown reported during production to packaging of this lot. There was no reported qn generated during production this lot. Root cause description: the white cloudy lump was flushed out of the syringe and collected in a bowl in the qa lab. We identified it to be a silicon oil accumulated lump which has accidently got trapped between the stopper and plunger. To confirm it is silicone lump we dissolved it in ctc (carbon tetrachloride) and it immediately dissolved. During changing of printing pads (which is a daily shift activity) on printing and assembly machine, we need to stop machine as per procedure. During this process at this particular time some of the silicone got accumulated at the bottom surface of silicon spraymation gun and formed a silicone droplet. This droplet fell into barrel just below silicone spraymation gun and got entrapped between the stopper and syringe tip (at next assembly station) over the time this excess silicone coagulated and formed a clot.

Event description:
It was reported that foreign matter was found during use with a syr 5ml ls 22x1-1/4in. The following information was provided by the initial reporter, "foreign matter".